Event description:
It was reported that during a remote follow up, loss of capture and low pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing lead impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.